Event description:
It was reported while using bd allergy syringe tray with bd precisionglide¿ permanently attached needle there were scale marking issues. The following information was provided by the initial reporter: verbatim the last batch of allergy syringes we purchased seem to have some issues. There are randomly syringes that are missing numbers. Anywhere from 0.4 and up could be missing. See one photo example below. This is becoming an issue as we can not tell ahead of time as to which trays contain ¿defective¿ syringes as they are sealed when we send them home with clients. These are the bd syringes we buy by the case ( 40 trays per case with 25 syringes per tray ) this batch is lot # 2283768 with an expiration of 10/31/2027 I would think bd would want to know about this, and I¿m hoping they would offer some sort of replacement. We are happy to return the remaining in stock syringes so they can check them. We have no way of knowing how many of the remaining trays have syringe issues without first opening them.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.